Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection. For the first firing for the segmental resection of the lung, used the powered stapling handle and a reinforced reload. The surgeon fired the device to the pulmonary parenchyma. After the reload fired 45 mm, the display screen on the powered stapling handle showed the excessive force indicator. The surgeon waited for a while and re-started the firing. The surgeon fully fired the reload and pushed up the center control button. However, the display screen was blackout, the green buttons flashed, and could not open the jaws. Removed the adapter from the powered stapling handle and opened the jaws with the manual tool. The display screen was still black out. There was no patient harm. The status of the patient is no problem.